Event description:
The hospital risk mgr called the MFR to collect info regarding the proper use of the product. It was reported that some surgeons at the hospital have reported that the product falls out of the skull some time after insertion. The risk mgr could not identify any specific pt, or provide details beyond this initial info.